Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (04/22/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter had powered off during use and no longer powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged power issues started on (B)(6) 2013 between 6:30pm and 7:30pm. The reporter informed the cca that the patient is on insulin pump therapy. The cca noted that the reporter denied that the patient took any action regarding his usual diabetes management regimen due to the alleged power issues. However, the patient's mother reported that approximately ½ hour after the meter power issues started he developed symptoms of "weak and shaky". The reporter claimed the patient treated himself with food and/or drink shortly after the onset of symptoms. At the time of the call, the patient informed the cca that the patient was tested with a different device (freestyle) and obtained a reading of "89 mg/dl" sometime between 6:30 and 7:30pm. At the time of troubleshooting, the cca noted that the reporter confirmed that the subject meter powering on both manually and when a test strip was inserted after the meter's batteries had been replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.